Event description:
The clinical sales representative (csr) called technical support from outside of procedures to report he was walking through the operating room and found that one of the systems was in a faulted state. Caller stated he reset the system several times, but an error 23118 persisted for arm 4. Technical support engineer (tse) verified reported error in logs for universal surgical manipulator(usm)4 axis 3. Tse walked caller through an additional power cycle and hard power cycle/emergency power off (epo). System again powered on with same error. Tse shared system could be utilized in a three arm configuration. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator(usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.